Event description:
It was reported that when powering up the programmer it generated an error. It was further noted that the doctor was unplugging from the back. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to an error and therefore the hard drive was reconfigured and the software reloaded. (B)(4).